Manufacturer narrative:
Returned device was not received for evaluation. The customer reported condition was not confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that tracheostomy tube presented leak of air in the joint of parts. No adverse effects reported.